Manufacturer narrative:
Block a2: patient's exact date of birth is unknown; however, it was reported that the patient was born in 1971. Block e1 (initial reporter facility name): (B)(6) block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned. Only the handle was returned, and it had marks of the trip wire being secured. The photos provided show the handle with the trip wire secured and one band damaged. The reported events of bands unable to deploy and bands damaged were confirmed. Upon analysis, the ligator housing was not returned and only the handle was returned. Also, the photos attached show the handle with the trip wire secured and one band damaged. It is possible that procedural factors such as the physician's technique used during the procedure or the way the device was handled when trying to deploy the bands with the handle caused or contributed to the reported event; however, based on the limited information available and without returned ligator housing, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, after the device was inserted and reached the lesion, the tissue was suctioned and when the handle was rotated, the bands would not deploy. After it was removed, it was found that the black wire was entangled with the band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the band was damaged.

Manufacturer narrative:
Block a2: patient's exact date of birth is unknown; however, it was reported that the patient was born in 1971. Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, after the device was inserted and reached the lesion, the tissue was suctioned and when the handle was rotated, the bands would not deploy. After it was removed, it was found that the black wire was entangled with the band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the band was damaged.